Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (unable to charge a battery) was confirmed. As rec'd,the charger was unable to charge a battery. Upon eval, the u13 8-bit cmos flash micro-controller was internally shorted on the bedside board. The cause of the failure is the shorted u13 component. The root cause of the shorted component cannot be positively identified. No adverse event resulted from the corrupted component.

Event description:
A zoll dist returned battery charger/modem sm (B)(4) to report that the charger/modem was unable to charge a battery pack.